Event description:
Arrow radial artery catheterization set spring wire guide/tube during attempting advancement of the catheter into the sheath, the plastic catheter "kinked" which caused damage to tubing disabling the catheter. Dates of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: arterial blood sample.